Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported an asymptomatic patient presented in clinic for follow up after receiving an alert for non-sustained lead noise episode due to post-paced t-wave oversensing. Mismatch between near-field and far-field channel resulted in non-sustained lead noise episode detection. The device was reprogrammed and patient will be monitored.